Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site following weight loss. As such, surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted and replaced with a smaller ipg in the same pocket. Reportedly, the discomfort at the ipg site has resolved post op.